Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A pusher wire was returned. The pusher wire was kinked at the distal end and dried blood was present. Dried blood was visible at the mid solder joint. The coil was not returned. The interlocking arm of the pusher wire was inspected and no damage noted. The dimensions that could be measured were found to be in specification. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿

Event description:
It was reported that the coil was protruding from the catheter tip. During the procedure, a 2/4mmx 4.1cm interlock&#10263;as selected for use, however, it was noted that the coil was completely out of the distal tip of the catheter and would not detach. The physician pulled the coil out of the microcatheter while it was still attached. The procedure was completed with another device. No patient complications reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was protruding from the catheter tip. During the procedure, a 2/4mmx 4.1cm interlock¿ was selected for use, however, it was noted that the coil was completely out of the distal tip of the catheter and would not detach. The physician pulled the coil out of the microcatheter while it was still attached. The procedure was completed with another device. No patient complications reported and the patient's condition is fine.